Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was determined the atrial leadless pacemaker (lp) had loss atrial-ventricular synchrony. Fluoroscopy confirmed the lp had dislodged to the left inguinal region. The lp was removed and an extend helix was observed. A different lp was implanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of device dislodgment and failure to capture were unconfirmed while the reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of capture problem.